Event description:
New information reported stated that on (B)(6) 2017 the patient presented for a follow-up. It was noted that the right ventricular lead exhibited high capture thresholds and decreased sensing values. The physician elected not to intervene and would continue to monitor the patient.

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the right ventricular lead exhibited inconsistent and lower sensing values when the patient was seated and standing. The lead also had higher capture thresholds values from the previous visit. The physician reprogrammed the right ventricular pacing output and elected to continue to monitor the patient. The patient would be seen in two months.